Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness, no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had experienced hypoglycemia while wearing a pod. The patient reports their op5 controller and meter readings had differed blood glucose values of 50 points. The patient reports their blood glucose level had dropped to 31 mg/dl in which caused them to loose consciousness.